Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and kidney infection ('kidney infection') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, diarrhea, acute sinusitis, esophageal reflux, facial swelling, hypokalemia, anal itching, anorectal discomfort, neck pain, lumbar pain, thoracic pain, cough, pneumonia, chiari malformation, depression, anxiety disorder, pelvic adhesions and abdominal adhesions. Previously administered products included for contraception: mirena from 2012 to 2013. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), fluoxetine since 2018, infliximab (remicade) from (B)(6) 2016 to (B)(6) 2016, ondansetron hydrochloride since 2007, prednisone since 2017 to (B)(6) 2019 and tramadol since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced colitis ulcerative ("ulcerative colitis"), urticaria ("hives") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), feeling abnormal ("brain fog"), confusional state ("confusion"), vulvovaginal pain ("vaginal pain"), proctalgia ("rectum pain"), adnexa uteri pain ("pain ovarian") and back pain ("low back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problem") and pain in jaw ("jaw pain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In 2018, the patient experienced pouchitis ("pouchitis from continued inflammation of coils"). On an unknown date, the patient experienced dizziness ("dizziness") and scar ("scar tissue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, tooth disorder, feeling abnormal, confusional state, vulvovaginal pain, proctalgia, adnexa uteri pain, back pain and pain in jaw had resolved and the menorrhagia, kidney infection, cystitis, urinary tract infection, pouchitis, colitis ulcerative, urticaria, migraine, nausea, dysmenorrhoea, fatigue, alopecia and scar outcome was unknown. The reporter considered adnexa uteri pain, alopecia, back pain, colitis ulcerative, confusional state, cystitis, dizziness, dysmenorrhoea, fatigue, feeling abnormal, kidney infection, menorrhagia, migraine, nausea, pain in jaw, pelvic pain, pouchitis, proctalgia, scar, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ulcerative colitis and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: pfs and mr received- case was upgraded from other event to incident. Event injury to herself updated and new events abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), kidney infection, bladder infection, urinary tract infection, pouchitis from continued inflammation of coils, ulcerative colitis, hives, migraines / headaches, nausea, dental problems, brain fog, confusion, dysmenorrhea (cramping), fatigue, hair loss, pelvic pain, vaginal pain, rectum pain, pain ovarian, low back pain, dizziness, jaw pain and scar tissue were added. Patient demography added. Lab data and concomitant drug were added. Fu 2, 3 and 4 were processed together. On 17-sep-2019: pfs received: no new clinical information received. Fu 2, 3 and 4 were processed together. On 16-sep-2019: mr received- reporter information and medical history were added. Fu 2, 3 and 4 were processed together. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), proctalgia ('rectum pain'), colitis ulcerative ('ulcerative colitis') and kidney infection ('kidney infection') in a 29-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included anemia, diarrhea, acute sinusitis, esophageal reflux, facial swelling, hypokalemia, anal itching, anorectal discomfort, neck pain, lumbar pain, thoracic pain, cough, pneumonia, chiari malformation, depression, anxiety disorder, pelvic adhesions and abdominal adhesions. Previously administered products included for contraception: mirena from 2012 to 2013. Concomitant products included alprazolam (xanax), amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall), fluoxetine since 2018, infliximab (remicade) from (B)(6) 2016 to (B)(6) 2016, ondansetron hydrochloride since 2007, prednisone since 2017 to (B)(6) 2019 and tramadol since 2017. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced colitis ulcerative (seriousness criterion medically significant), urticaria ("hives") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), proctalgia (seriousness criterion medically significant), feeling abnormal ("brain fog"), confusional state ("confusion"), vulvovaginal pain ("vaginal pain"), adnexa uteri pain ("pain ovarian") and back pain ("low back pain"). In (B)(6) 2016, the patient experienced fatigue ("fatigue") and alopecia ("hair loss"). In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia)") and nausea ("nausea"). In (B)(6) 2016, the patient experienced kidney infection (seriousness criterion medically significant), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced tooth disorder ("dental problem") and pain in jaw ("jaw pain"). In (B)(6) 2016, the patient experienced migraine ("migraines / headaches"). In 2018, the patient experienced pouchitis ("pouchitis from continued inflammation of coils"). On an unknown date, the patient experienced dizziness ("dizziness"), scar ("scar tissue/ rash/ skin condition"), abdominal pain ("abdominal pain"), metrorrhagia ("metrorrhagia"), nervous system disorder ("neuro condition/ prob") and bladder disorder ("bladder problem"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and total proctolectomy and end ileostomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, proctalgia, vaginal haemorrhage, tooth disorder, feeling abnormal, confusional state, vulvovaginal pain, adnexa uteri pain, back pain and pain in jaw had resolved and the colitis ulcerative, kidney infection, menorrhagia, cystitis, urinary tract infection, pouchitis, urticaria, migraine, nausea, dysmenorrhoea, fatigue, alopecia, scar, abdominal pain, metrorrhagia, nervous system disorder and bladder disorder outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, alopecia, back pain, bladder disorder, colitis ulcerative, confusional state, cystitis, dizziness, dysmenorrhoea, fatigue, feeling abnormal, kidney infection, menorrhagia, metrorrhagia, migraine, nausea, nervous system disorder, pain in jaw, pelvic pain, pouchitis, proctalgia, scar, tooth disorder, urinary tract infection, urticaria, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for events- pelvic pain, abdominal pain, dysmenorrhea, metrorrhagia, rash/ skin condition, ulcerative colitis, uti, bladder probs., migraine, nausea, dental probs., nuero condit/ prob, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63.492 kgs. Ultrasound scan vagina - on (B)(6) 2018: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: ulcerative colitis and headache. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: ppf received: newly added newts- abdominal pain, metrorrhagia, bladder problems neurologic disorder nos. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.